Event description:
Pt implanted in 1992 with a left hip prosthesis. On 3/15/98, pt turned suddenly and fall. A fracture of unk etiology across the distal portion of the neck flat was diagnosed. Revision surgery for the left femoral hip was performed 3/16/98. An aura cemented stem, size 4, long 300mm was implanted.